Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. Two weeks later, patient t experienced a choroidal hemorrhage. Device status is unknown.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.